Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient who experienced that infusion set tubing was leaking from the connector on (B)(6) 2025. The infusion set was in use for approximately four hours. The patient tightened the tubing and resolved issue on own. No further information was available.